Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there were clogs. There was no report of patient impact. The following information was provided by the initial reporter: the needle clogs when injecting and it is very difficult/ impossible to push the liquid through the pen needle. The date the issue was first noticed was on (B)(6) 2022.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: it was reported that the needles were clogged. To aid in the investigation, four hundred seventy five samples were provided to our quality team for investigation. Eighty samples were randomly selected for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Seventy-five samples expelled the solution with a normal flow. Five samples from lot 2024137 did not expel the solution; these needles are clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot numbers 2024137. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the investigation and with the returned sample analysis the symptom reported is confirmed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g there were clogs. There was no report of patient impact. The following information was provided by the initial reporter: the needle clogs when injecting and it is very difficult/ impossible to push the liquid through the pen needle. The date the issue was first noticed was on (B)(6) 2022.